Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had lost communication with her ipg using external devices and stimulation at the same time. The sjm representative met with the patient and confirmed the issue. It was reported the patient had a cervical MRI a few months previous. Follow up identified the physician replaced the ipg. It was reported the patient regained effective stimulation postoperative.